Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier was not receiving power due to broken wire in the high voltage cable. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system left monitor goes black during fluoro exposure. No pt injury was reported.